Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. Additional information was requested but, no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Complainant reports a patient with an aquacel ag dressing required surgical debridement at the wound clinic. The wound was a type of burn, however a burn dressing was not used.